Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant and an unknown zimmer screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth 26 and was used for approximately 4 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage DHR review: DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvb13) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported device related to the reported event. No complaint history post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Lot and UDI number unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
The doctor reports that the implant failed due to a fracture of the implant body. Pain reported as a consequence of the event. Implant had been placed on 2017